Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a minimum fill notification occurred after the customer filled the cartridge with an unspecified amount of insulin. Customer added insulin and re-loaded the cartridge to resolve the issue. There was no adverse impact to blood glucose.